Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's nurse call failed a test step during testing . The device's interface board is recommended to be replaced to address the issue. The customer requested that no repairs be done to the device. The device will be returned to the customer unrepaired. Additionally, the inlet air path assembly and removeable air path foam were replaced per remediation.